Event description:
It was reported that whenever the technologists press any of the buttons to move the c -arm, the c-arm will move to the lowest or highest position. No injury reported. A field engineer was dispatched to the site. The footswitch was reassembled and the wiring was checked. Once this was completed the system was working as intended.